Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 the patient obtained elevated blood glucose readings of "in the high 200's mg/dl" and she experienced the symptoms of vomiting and tested positive for ketones. The reporter noted the patient had been sick for a few days, and was unable to specify if the vomiting was due to her blood glucose levels or the illness. On (B)(6) 2012, the patient was taken to the emergency room. There was no reported issue with the infusion set or infusion site. The reporter was unable to troubleshoot the pump at the time of the call, therefore no further information was provided. The technical support representative contacted the reporter multiple times to obtain and verify information; however was unable to reach her by telephone. As the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the total daily insulin delivery totals correctly reflect user's programmed basal rates. The black box shows time and date resetting to default following a power on resets. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.